Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.

Event description:
It was reported that the customer was hospitalized in (B)(6) 2014 due to diabetic ketoacidosis and low blood glucose levels (30 mg/dl). Customer was treated through intravenous drips of insulin and released from the hospital in early (B)(6) 2015.